Manufacturer narrative:
H10: updated b5, b7, patient codes, device codes, method codes, result codes, conclusion codes; additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at (B)(4) days or less post-implant) and late (onset greater than 60 days post-implant). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. The root cause of this event was most likely due to patient related factors. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events

Event description:
Through the receipt of medical records the patient originally implanted with a 25mm 3300tfx for 4 years 5 months, underwent an explant procedure due to aortic valve endocarditis - streptococcus mutans bacteremia, thickening of leaflets and vegetation. The medical records also reported the patient was also diagnosed as having a myocardial infarction and a septic emboli. The patient received a replacement 25mm 3300tfx aortic valve. The patient was discharged pod #10.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported through implant patien registry, a patient originally implanted with a 25mm valve for 4 years 5 months, underwent an explant procedure for unknown reasons. The patient received a replacement 25mm aortic valve. The current patient status is unknown.